Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during a bier block procedure, the recommended tourniqet pressure was not sufficient to occlude the block and resulted in an anesthetic drug leaking into the body from the upper limb which was being operated on. Biomed did all the calibrations and the unit passes them all. Biomed contacted zimmer technicians and the unit calibrated okay with the zimmer technician's help.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the a.t.s. 3000 tourniquet on january 17, 2017 revealed there were no issues upon visual inspection, besides the disc had come off from the handle assembly. The device was leak tested and no leaks were present, a leak test was done on the hoses that came with the system and there were no leaks present. The device was tested for line occlusions at different amounts of pressure (mmhg) and no occlusions were present. The lop was tested and passed all of the required testing, no issues could be reproduced with this device. The ats was recalibrated and put through additional testing were the device passed all tests. There was no repair performed as the unit functioned as intended. The a.t.s. 3000 tourniquet was then tested and functioned properly. It was inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
Additional information received january 30, 2017 explained that since bier block procedures are only roughly 20 minutes long, the a.t.s. Unit was not swapped out during the procedure and were able to finish the procedure with this a.t.s. Unit. There was no delay in the procedure.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete.

Event description:
Additional information received december 22, 2016 indicated that on more than one occasion, the recommended tourniqet pressure was not sufficient to occlude the block during a bier block procedure. It was noted by the anesthetist that patients were experiencing ringing in their ears and a metallic taste in their mouth indicating that lidocaine was being absorbed systemically as opposed to just locally at the surgical site as intended.

Manufacturer narrative:
The customer returned an a.t.s. 3000 tourniquet device for evaluation. The customer also returned a hose for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this a.t.s. 3000 tourniquet. This a.t.s. 3000 tourniquet was manufactured on february 25, 2012 and is over 4 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the a.t.s. 3000 tourniquet revealed there were no issues upon visual inspection, besides the disc had come off from the handle assembly. The device was leak tested and no leaks were present, a leak was done on the hoses that came with the system and there were no leaks present. The device was tested for line occlusions at different amounts of pressure (mmhg) and no occlusions were present. The lop was tested and passed all of the required testing, no issues could be reproduced with this device. The ats was recalibrated and put through additional testing were the device passed all tests. There was no repair performed as the unit functioned as intended. The a.t.s. 3000 tourniquet was then tested and functioned properly. It was inspected and tested. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. The IFU indicates that ¿the rtp can be accepted or rejected based on the physician¿s discretion. The rtp value is presented at the end of the lop determination. When deciding to accept the rtp value or not the physician may take into account other factors such as the patient¿s blood pressure, anesthetic technique to be used, expected procedure duration, cuff location, cuff type, cuff width, snugness of cuff application and surgical procedure to be performed.¿ and ¿the determination of lop is intended as additional, supplementary information for the physician responsible for selecting the tourniquet pressure to be employed for a specific patient and procedure. The physician¿s best judgment should always be paramount in the selection of tourniquet pressure.¿